Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed the leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications and advised the customer to let us know if the failure reoccurs. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is: (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications and advised the customer to let us know if the failure reoccurs. The iabp was then released to the customer for return to clinical service.